Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot/serial#: (B)(4), product type: lead. Product ID: 3387s-40, lot/serial#: (B)(4), product type: lead. Product ID: 3387s-40, serial/lot #: va19we6, ubd: 05-jul-2019, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: va13xch, ubd: 16-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient had skin erosion over the stim loc. Additional information was received and reported that the patient had the lead removed and the issue was resolved. The cause of the erosion was unknown. There were no further complications reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.